Event description:
In requesting additional information from the bwi legal department for complaint (pi1-doxovp ¿ report # 3008203003-2013-00069), on (B)(4) 2013, the complaints management department received information for another different event. After verification, we were unable to confirm that there is a pre-existing complaint for this event. Therefore, pi1-fci9dt for this event was created on (B)(6) 2013. On or before (B)(6) 2010, the patient was experiencing atrial fibrillations. On (B)(6) 2010, the patient underwent an ablation procedure at (B)(6). At or near the conclusion of the surgical ablation procedure performed, the patient¿s blood pressure dropped and created a condition of hypotension. After over one hour, the physician sought intervention of other physicians who then performed a pericardiocentesis and determined the presence of blood within the pericardium, creating a tamponade which caused the patient to go into cardiac arrest. Thereafter, the patient underwent open heart surgery. Upon performing surgery, it was discovered a perforation of the right atrium. The patient suffered from a reduced flow of blood and oxygen to the brain, thereby proximately causing a cerebral injury all of which has rendered her unable to physically care for herself and resulted in her subsequent admission to a nursing home for long-term and permanent care. Additional clarification was requested, but no additional information has been provided.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4). On or before (B)(6) 2010, the patient was experiencing atrial fibrillations. On (B)(6) 2010 the patient underwent an ablation procedure at (B)(6). At or near the conclusion of the surgical ablation procedure performed, the patient¿s blood pressure dropped and created a condition of hypotension. After over one hour, the physician sought intervention of other physicians who then performed a pericardiocentesis and determined the presence of blood within the pericardium, creating a tamponade which caused the patient to go into cardiac arrest. Thereafter, the patient underwent open heart surgery. Upon performing surgery, it was discovered a perforation of the right atrium. The patient suffered from a reduced flow of blood and oxygen to the brain, thereby proximately causing a cerebral injury all of which has rendered her unable to physically care for herself and resulted in her subsequent admission to a nursing home for long-term and permanent care. The event occurred in the past. After reviewing the history of the customer complaints associated with this specific system, it was found that only two months after this event, a preventative maintenance was performed. The bwi field service engineer had imaged the dell hard drive and reloaded the merge module. A full system preventative maintenance was also performed. The system was tested and ready for use. No failure was found. A device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.